Event description:
Customer reported that on (B)(6) 2018 higher readings on her/his adc freestyle libre sensor than readings received on a competitor¿s meter and provided the following readings: sensor: 260 mg/dl vs capillary: 150 mg, sensor: 201 mg/dl vs capillary: 110 mg/dl, sensor: 200 mg/dl vs capillary: 150 mg/dl and sensor: 168 mg/dl vs capillary: 66 mg/dl. Customer further reported treating with insulin based off the sensor results and subsequently experienced hypoglycemia, noting she/he felt ¿sick, shivering, could not reason and thought she might faint¿. Customer¿s mother provided her/him with food to eat because she/he was incapable of self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 higher readings on her/his adc freestyle libre sensor than readings received on a competitor¿s meter and provided the following readings: sensor: 260 mg/dl vs capillary: 150 mg, sensor: 201 mg/dl vs capillary: 110 mg/dl, sensor: 200 mg/dl vs capillary: 150 mg/dl and sensor: 168 mg/dl vs capillary: 66 mg/dl. Customer further reported treating with insulin based off the sensor results and subsequently experienced hypoglycemia, noting she/he felt ¿sick, shivering, could not reason and thought she might faint¿. Customer¿s mother provided her/him with food to eat because she/he was incapable of self-treating. There was no report of death or permanent injury associated with this event.